Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to error. The system was tested and verified as ready for use. An RMA was issued to evaluate the universal surgical manipulator however it has not been received a for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure the sites da vinci coordinator stated that a recoverable fault occurred on the universal surgical manipulator 2 (usm), and the (operating room) staff attempted to contact other team members for assistance, but the procedure was being performed during off hours, delaying support. Due to the inability to resolve the issue promptly, the surgeon decided to convert to traditional laparoscopic surgery. No additional ports were required, and the patient tolerated the procedure well with no reported injuries. The da vinci coordinator advised staff to call dvstat for future troubleshooting.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was received for failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where no error was triggered. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the clock spring fail on the fiber test. Once testing was completed, the clock spring fiber was aba tested and was verified to be the source of the fault.